Event description:
Rep reported that while a surgeon was using a ventriculostomy drain kit and while tunneling the catheter, the sheath that covers both ends of the sheath was not sealed and when he capped the instrument the sharp edge was able to come out of the end resulting in a sharps injury.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.